Manufacturer narrative:
(B)(4).

Event description:
During follow-up, inappropriate non-sustained oversensing due to lead noise was noted. Testing was able to provoke the noise and a lead revision is expected. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was requested but not received.